Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr was submitted to represent the bard/davol sepramesh ip (device #3). Additional supplemental emdr represents the bard/davol mesh ¿ composix kugel (device #1) and supplemental emdr was submitted to represent the bard/davol mesh ¿ composix kugel (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2007 - patient was diagnosed with left lumbar hernia thereby underwent open repair with implant of composix kugel (device #1). Per op notes, "a composix kugel (device #1) was placed and tacked." On (B)(6) 2008 - patient was diagnosed with ilioinguinal nerve entrapment with retroperitoneal scarring, pain thereby underwent division of left ilioinguinal nerve. On (B)(6) 2008 - patient was diagnosed with recurrent left lumbar hernia thereby underwent laparoscopic repair with implant of composix kugel (device #2). Per op notes, "the previously paced mesh (device #1) appeared to be intact. A composix kugel (device #2) was placed and sutured." On (B)(6) 2008 - patient was diagnosed with infected mesh (device #1), hematoma thereby underwent partial removal of composix kugel (device #1). Per op notes, "the densely adherent composix kugel (device #1) was dissected and removed in two pieces." On (B)(6) 2010 - patient was diagnosed with recurrent left lumbar hernia thereby underwent laparoscopic repair with removal of composix kugel (device #1) and implant of sepramesh ip (device #3). Per op notes, "the previously placed mesh (device #1) appeared to be buckled up was dissected free from its adhesive attachments and removed. A sepramesh ip (device #3) was placed and sutured." On (B)(6) 2018 - patient was diagnosed with incarcerated recurrent incisional hernia thereby underwent robotic repair with explant of meshes (device #2 & #3) and implant of phasix mesh (device #4). Per op notes, "multiple adhesions on the midline were taken down. The meshes (device #2 & #3) were explanted. A phasix mesh (device #4) was placed and sutured."